Event description:
It was reported that the pt experienced episodes of vomiting and instability. He was at school when the symptoms appeared for the first time. No report of fall was reported. An ear specialist diagnosed a labyrinthitis. The pt is no longer using his speech processor due to pain and electricity sensations at the implant site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.